Event description:
Initial surgery 9/21/93; large hematoma evacuated from right hip wound 9/28/93; patient presented on 10/13/93 with temp. Of 100.8 f and right thigh pain; wound was obviously fluctuant; acetabular liner and femoral head removed and replaced during debridement and irrigation on 10/13/93.item f 10, page 2: there are no applicable device codes to describe this event.